Event description:
Tampon parts still inside [foreign body in reproductive tract]. Tampon comes apart [device breakage]. When pull on tampon wasn't all coming out at once....top portion would pull away from rest of it [complication of device removal]. Consumer reported via phone that the tampon comes apart. No serious injury reported.